Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.